Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle") and nausea ("nausea"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), back pain ("back pain"), infection ("infection nos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, migraine, infection, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011, (B)(6) 2011. Essure removal date as per pif is (B)(6) 2020 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results- total bilateral occlusion. Everything looked good. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822366) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle") and nausea ("nausea"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), back pain ("back pain"), infection ("infection nos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, migraine, infection, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011, (B)(6) 2011. Essure removal date as per pif is (B)(6) 2020. As per mr, discrepancy noted, date of insertion: (B)(6) 2011. Left ostia visualized- yes. Right ostia visualized- yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: results- total bilateral occlusion. Everything looked good. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received. Reporter information and lot number were added. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822366) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle") and nausea ("nausea"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), back pain ("back pain"), infection ("infection nos") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain, migraine, infection, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Essure removal date as per pif is (B)(6) 2020. As per mr, discrepancy noted, date of insertion: (B)(6) 2011. Left ostia visualized- yes. Right ostia visualized- yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results- total bilateral occlusion. Everything looked good. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Lot number: 822366, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle") and nausea ("nausea"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection nos"), back pain ("back pain"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure device removal (B)(6) 2020). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, nausea, weight increased, genital haemorrhage, migraine, vaginal haemorrhage, infection, back pain, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, (B)(6) 2011, (B)(6)2011. Essure removal date as per pif is (B)(6) 2020 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results- total bilateral occlusion. Everything looked good,. Imaging procedure - on (B)(6) 2011: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: case was upgraded to serious incident. Previously reported event pelvic pain made medically significant and intervention required due to surgery. Other events vaginal bleeding, infection, back pain, hair loss and headaches added. Reporter and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.